Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient had already completed treatment when they contacted support and was not connected during the call. It was noted fluid leaked from where the cassette was inserted and was also discovered in the pump module area and on the external of the cassette. It was noted m31 air detected in cassette warning occurred during unspecified fill/dwell/drain stages of treatment. The patient contact was advised to call in while the alarm or message was occurring in order to live troubleshoot and to allow cycler to dry before next treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient had already completed treatment when they contacted support and was not connected during the call. It was noted fluid leaked from where the cassette was inserted and was also discovered in the pump module area and on the external of the cassette. It was noted m31 air detected in cassette warning occurred during unspecified fill/dwell/drain stages of treatment. The patient contact was advised to call in while the alarm or message was occurring in order to live troubleshoot and to allow cycler to dry before next treatment. Additional information was requested but was not received to date.